Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that due to low blood glucose customer was hospitalized. Blood glucose was unknown. Customer declined troubleshooting for low blood glucose and battery out of limit. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.